Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2013 - medical records were obtained. Dor for left side hip femoral head provided. Medical records indicate patient was revised due to an inferior defect in the hip capsule, fluid in the greater trochanter bursa, minimal wear to the femoral head and synovitis with staining of the synovium. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Event description:
Legal claim received alleging that the patient suffers from high concentrations of various metallic elements.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 15, 2017: medical record received. After review of medical records, there is no new information added that changes the MDR decision. Updated part and lot information. This complaint was updated on: oct 06, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).